Event description:
A critical alarm occurred in which the patient¿s pump kept going into safe state. The logs indicated a reset had occurred. Alarm was also confirmed by telemetry. The type of medication, concentration, and daily dose being administered via the pump were not reported. Pump replacement was discussed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).